Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: crease fold, opening on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening, puncture opening, white particles inner the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A striated punctured assessed as surgical damage like consist in the use of some surgical tool.